Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter stated that there was steam under the display screen and the pump felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: a review of the pump¿s history showed a replace battery alarm followed by a reboot. A visual inspection of the pump showed evidence of moisture ingress behind the display lens. The pump powered on normally during testing. A prime sequence was attempted; however the pump was unable to detect the cartridge and the pump could not adequately tested for the temperature issue. The pump was tested with an external power supply showing that the pump was drawing a high sleep current. The pump cover was opened and evidence of moisture was found on the printed circuit board, force sensor circuit, display flex, and on the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).